Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a broken pocket lid. The field service engineer assisted customer with recovery to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer was filled and it was displaying a technician must service the machine. The customer added that this malfunction caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.